Event description:
The complainant alleged that they were setting-up the monitor on a pt (age and gender unknown) in the lab. They put the multi-function electrodes on the pt, and were using a multi-function cable. The device's screen remained blank, and did not give patient's rhythm. The staff noted that the pads were not sticking will to the pt. The staff put another set of multi-function electrodes on the pt, and were able to read the patient's rhythm. There was no adverse effect on the pt.